Event description:
The facility reported a colleague infusion pump with a malfunction of pump failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred however it was known to have occurred in biomed services. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer's reported condition of "pump failure" was not confirmed or reproduced during the sample evaluation. Upon review of the event history, an air detected set was the last problem to occur prior to device evaluation. An air detected set also occurred during pre-accuracy testing due to a faulty air in line printed circuit board. Therefore, the determined problem is an air in line false alarm. This condition was caused by a failure in the pump's air in line (ail) printed circuit board (pcb). The pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.